Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. This complaint cannot be confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that these batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in the future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device not returned.

Event description:
The affiliate reported via email that the ceramic white parts at the probe tip dropped out and was lost the fragment during the surgery on (B)(6) 2017. The surgeon confirmed that there was no fragment remained in the patient¿s joint by arthroscope, so that the surgeon completed the surgery. Eventually, the surgeon did not find the parts which have dropped out from the probe in question. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. The backup device was used to complete the procedure. Additional information received via email from the affiliate on 9-28-2017. No photo is available. We have no information how the fragments were retrieved. The procedure was able to be completed.